Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead presented with pacing impedance measurements above 2,000 ohms. A revision was performed and this lv lead was explanted. No additional adverse patient effects were reported. The lv lead is not expected to be returned.